Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified concentration of vancomycin, at an unspecified rate, via a gemstar pump. It was reported that prior to pt use while threading the tubing set under the pt's shirt, the tubing separated from the filter outlet. The tubing set was replaced and the therapy was initiated. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.